Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. Pulmonary embolism is one of the potential complications cited in the IFU associated with this product.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2016, the patient was prescribed and implanted with an option filter on or about (B)(6) 2014 by dr. (B)(6) at (B)(6) hospital. Approximately one week later, on or about (B)(6) 2014 the patient suffered a pulmonary embolism. It is alleged that, on (B)(6) 2014, approximately 2 weeks after implant, the patient died as a result of respiratory failure and bilateral pulmonary embolism.¿ argon¿s attorneys are attempting gather information.